Manufacturer narrative:
Conclusion: the device history record of the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed one valve load check confirming a misload due to an overlap extending and touching the 4th node (per current medtronic guidelines, a misload is considering when the overlap is past the 4th node). The imaging provided confirm the valve system was attempted several times and then released at a good location. The post computed tomography (CT) scan shows an aortic dissection that travels from the ascending aorta to the descending aorta. Calcium is present in the sinotubular junction (stj) both seen on the fluoroscopy & CT scan. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various potential factors can influence positioning difficulty include patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the delivery catheter system (dcs) during positioning and a number of others, and the cause of the suboptimal placement could not be determined with the limited information available but the calcium in the stj may have been a contributing cause. The valve was redeployed and successfully implanted but was then replaced by a surgical valve after surgical repair of a dissection. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: h6 - method code, results code, conclusion code additional codes - img component code corrected data: additional codes - imf health impact code (f26) was erroneously submitted on regulatory report # 2025587-2021-02531, follow up number 001 and should be omitted from the report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event indicates that the valve was recaptured once due to sub-optimal positioning. The recapture was performed at the ascending aorta. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The valve was redeployed and successfully implanted. Thirty minutes following the procedure, the patient started to have chest and back pain. A computerized tomography (CT) coronary angiogram showed an aortic dissection that originated at the ascending aorta and went up into the abdominal aorta. The images provided confirm an aortic dissection that travels from the ascending aorta to the descending aorta, confirming the reported dissection. Vascular access related complications, such as dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the valve recapture may have been the cause of the dissection. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. The patient underwent surgery. The dissection was repaired, and the valve was replaced by a surgical valve. Per the physician, the valve recapture may have been the cause of the dissection. No additional adverse patient effects were reported. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 30-apr-2022, UDI#: (B)(4). Product analysis: the valve was discarded therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that the patient has calcification of the sinotubular junction (stj) and the abdominal aorta. The valve was attempted to be deployed, however the position was too high. The physician decided to recapture the valve. The recapture was performed at the ascending aorta. The valve was redeployed and successfully implanted. Thirty minutes following the procedure, the patient started to have chest and back pain. A computerized tomography (CT) coronary angiogram showed an aortic dissection that originated at the ascending aorta and went up into the abdominal aorta. The patient underwent surgery. The dissection was repaired and the valve was replaced by a surgical valve. Per the physician, the valve recapture may have been the cause of the dissection. No additional adverse patient effects were reported.